Event description:
It was reported that during a hals nephrectomy procedure, the surgeon was having trouble with the device after it tore twice during their hals colon case. No patient consequences. Case completed with another device of the same product code. Two devices returning.